Manufacturer narrative:
Initial reporter: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with an ak 96 machine, a water leak was observed at the bypass valve and the direct valve. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was evaluated by a qualified technician. During evaluation, the qualified technician observed that the bypass valve (byva) and direct valve (diva) had leakages. To resolve the issue, the qualified technician replaced the byva, diva, taration valve, evacuation valve and flush valve membranes. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.